Event description:
It was reported that the injector tip got caught on malyugin ring. The surgeon was uncertain if capsule was compromised before that. The injector and lens were removed from the incision before implantation. A vitrectomy and iridectomy were performed and another lens was implanted in the sulcus. No other information available. Please reference MDR# 1119279-2014-00123 for the inserter used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.